Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a change sensor alert and calibration error alarm. Customer reported that blood glucose was 42 mg/dl the previous night and was treated with food. Customer declined troubleshooting for low blood glucose stating that low blood glucose was due to taking too much insulin without eating enough.